Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead end cap was used and it appeared to have caused damage to the lead during an initial implant procedure. The reporter indicated that a torque wrench (tw) was inserted into the setscrew into the end cap, but the inner housing of the end cap moved when it was torqued down. It was noted that the reporter "heard the clicks". The reporter stated that the wire was frayed, just at contact 3, once the lead end cap was removed. The lead was clipped just proximal to electrode 3 and inserted into the extension on (B)(6) 2012. Impedances checked on the day the lead was connected to the extension wire, on electrodes 0,1 and 2, were all within normal ranges (approximately 1000 ohms). However, impedance on electrode 3 was high, approximately 7500 ohms. It was noted that the implant was not staged. The reporter indicated that the physician stated "little concern" for not being able to use electrode #3 as it was not in target. The ins was implanted and the patient was directed to a neurologist. It was noted that the patient would not be programmed for about a month. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead; product ID: 3389, implanted: (B)(6) 2012, product type: lead. (B)(4).